Event description:
A 42mm + 2.5 constrained humeral liner was inadvertently implanted with a 38mm glenosphere.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a review of the device history record.